Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported excessive bleeding at the staple line. Coagulation was used to control staple line bleeding.